Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered mild resistance advancing the bypass tube although was able to successfully deploy the manta device. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The der process will continue to monitor for any similar events.

Event description:
It was reported that: first manta device bypass tube would not pass through sheath diaphragm. (Related to a different MDR). Device removed and replaced with new manta device. Physician noted some difficulty with the second device, but was able to successfully connect and deploy it. Additional information on 25oct2022: during a tavr procedure on the (B)(6) 2022 there was no issues advancing or withdrawing the sheath. It was reported that after changing the entire manta for a second device there was mild resistance met while attempting to advance the bypass tube into the second sheath, but was able to successfully connect and deploy it.